Event description:
This is a spontaneous report by a nurse from (B)(6) of reused the equipment, minicaps, hypotension, peritonitis, and loose, watery stool in a patient coincident with dianeal pd2 unknown bag therapy. On an unreported date, the patient began treatment with dianeal pd2 unknown bag (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, during capd, the minicap was reused. On an unreported date, the patient experienced hypotension. On (B)(6) 2011, the patient was hospitalized for hypotension. Upon hospitalization, the patient's initial drain was clear. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain after experiencing poor inflow/outflow. The patient also experienced loose, watery stool. On an unreported date in (B)(6) 2011, the patient began treatment with ampicillin/sulbactam 2 gm IV, medrol 4 mg tablets every other day, ranitidine 40 mg IV, and benutrex one-half amp in 100 ml d5nss. The patient had not recovered from the peritonitis; outcome of hypotension, re-use of supplies and loose, watery stool was not reported. The patient remained hospitalized. Action taken with dianeal therapy was not reported. The nurse believed the event of peritonitis was unrelated to dianeal therapy. The nurse believed the reuse of the equipment minicap was the cause of the peritonitis. The nurse did not provide an opinion of causality for the events of reused the equipment minicap, hypotension, and loose, watery stool in relation to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.